Manufacturer narrative:
Patient information was requested and was not provided. If the information is provided, the complaint will be updated.

Event description:
The customer reported "a backup battery was installed and requested how to check it out." The customer reported the battery charging led is not illuminating after the battery test. The customer reported patient involvement and no patient harm.